Event description:
Allergic rash to skin adhesive used in operation. The problem did not stop after per reduced the dose or stopped taking or using the product. Reason for use: used as skin adhesive after surgery.